Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes underfilled. The following information was provided by the initial reporter: "1.8ml citrate tubes not filling fully. Customer reports encountered a number of problems recently regarding the use of your 1.8 mls vacutainer tubes for coagulation testing. On a couple of occasions the lab staff have noted that the tube appears to be short collecting, about 10% by volume, whilst on a number of other occasions lab staff have discovered that a plasma clot has formed in the separated sample thus rendering it unfit for use. Phlebotomy staff have been very careful to adhere to the rules for the collection and mixing of such samples but both problems continue to arise."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/1/2020. H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes underfilled. The following information was provided by the initial reporter: "1.8ml citrate tubes not filling fully. Customer reports encountered a number of problems recently regarding the use of your 1.8 mls vacutainer tubes for coagulation testing. On a couple of occasions the lab staff have noted that the tube appears to be short collecting, about 10% by volume, whilst on a number of other occasions lab staff have discovered that a plasma clot has formed in the separated sample thus rendering it unfit for use. Phlebotomy staff have been very careful to adhere to the rules for the collection and mixing of such samples but both problems continue to arise."